Event description:
Device issue: knot failed to deploy correctly. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, after suture deployment, the knot failed to advance to the arteriotomy properly. The device was removed and hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot is forthcoming a f/u will be submitted with any relevant info.